Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 444 mg/dl while wearing the pod between 4 and 24 hours. Patient stated bg levels continued to rise despite delivering corrections. When removed from the infusion site (back), the pod's cannula was found bent. Patient also reported bleeding at the site after pod was removed. As treatment, a new pod was applied and bg levels were 193 mg/dl "and dropping".

Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. A timeout was observed in the download data, however delivery was not stopped and no alarms or drive stalls occurred. The pod seemed to correct itself and no more timeouts were observed throughout the rest of the data. The actual cause of the high pulse width could not be determined.